Event description:
It was reported that there was a red call doctor (rcd) icon flashing on this patient's communicator. Upon review of device data of this pacemaker system, there was an alert for right ventricular (rv) lead pacing impedance less than 200 ohms, which was out-of-range. This resulted in a lead safety switch (lss) from bipolar to unipolar configuration. No adverse patient effects were reported. Currently, this pacemaker system remains in service.